Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled.

Event description:
The patient's mother contacted animas alleging the subject pump did not deliver a programmed bolus. The reporter claimed that on the morning of (B)(6) 2011 she gave the patient a bolus of 1.65 units for breakfast. The patient then went to school. Prior to lunch hour, the patient's school contacted the reporter and informed her that the patient's blood glucose was 415 mg/dl. The patient's mother denied that the patient developed symptoms of nausea or vomiting or testing positive for ketones. The patient was given a correction bolus. When she arrived to the patient's school she reviewed the pump's bolus history and claimed the pump did not show the bolus that was delivered that morning. The patient's mother confirmed she programmed the bolus correctly that morning. The patient is currently on backup plan. The patient's blood glucose readings do not meet animas' criteria of a serious injury; however, this complaint is being reported because the alleged issue was unresolved at the time of troubleshooting.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the pump bolus history does not contain any 1.65 unit boluses on (B)(6) 2011. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history.